Event description:
It was reported the devices were used during a laparoscopic nissen fundoplication procedure. It was reported the flapper valve gasket from the 511sd became dislodged and fell into the pt's abdomen. It was retrieved laparoscopically. A gasket on a 1seal was also torn during this procedure. There was no consequence to the pt. 6/27/97 it was reported the surgeon used another 511sd and 1seal to complete the procedure.